Event description:
Green plastic pieces found in wound post use of a green unix tibial trial.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Manufacturer narrative:
An event regarding green plastic pieces found in the patients wound during surgery involving a unix tibial trial was reported. The event was confirmed. Device evaluation was performed. The superior bearing surface shows several areas where material appears to have been scraped or gauged off from the surface. Material analysis concluded that the damages observed on the trail insert were consistent with impactions during use. Multiple areas were observed with missing or loose plastic fragments that would be consistent with the event description. No material or manufacturing defects were observed on the surfaces examined. Medical evaluation not performed as this event relates to a trial component, not an implantable device. Device history review was satisfactory. Complaint history review confirmed that there were no other similar events reported for the lot. The investigation concluded that the green plastic found in the wound is debris originating from the green tibial trial component as it is getting damaged by the femoral trial component and possibly other instruments and can be expected during normal clinical use. No further investigation for this event is possible at this time.

Event description:
Green plastic pieces found in wound post use of a green unix tibial trial.